Manufacturer narrative:
Zoll medical corporation evaluated the device and the paddles and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including bench handling, defib cycle testing, and performing multiple paddle discharges on a simulator using the returned paddles and mulft-function cable, without duplicating any malfunction to the device. The returned paddles and multifunction cable were inspected and stress tested with no discrepancies. Review of the device logs does not show any paddle usage for the event day of (B)(6) 2022. However, the log showed (B)(6) 2021 is the likely event date based on the event description and log events. The log showed multiple paddle shock button presses on (B)(6) 2021 while in a poor pad contact condition, indicating that the device did not recognize a valid patient impedance. The device is designed not to discharge under this condition. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old patient (gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.